Event description:
Per the user facility medwatch report the event is described as follows: "during a popliteal percutaneous angioplasty with brachytherapy, a piece of the glide catheter broke off in the pt's left femoral artery. A guide wire was in the left femoral artery and a 65 cm glide catheter was inserted over the wire. When the physician tried to remove the glide catheter over the wire, the glide catheter hung up and became difficult to remove. The glide catheter broke off inside the pt. The surgeon had to perform a cutdown to obtain the foreign body and proceeded with original procedure." Follow-up communication with the initial reporter at the user facility indicated that the detached material was retrieved, the procedure was completed successfully and the pt's condition is "okay".

Manufacturer narrative:
Results: is based upon eval of returned sample; is based upon eval of reserve samples. Conclusions: is based upon eval of returned sample; based upon eval of reserve samples. Visual examination of the returned sample revealed that the catheter had been broken and had several areas that had been damaged and/or kinked during use. Although the cause cannot be definitively determined, the description of the event and appearance of the involved sample are most consistent with damage to the catheter due to improper manipulation during use (such as advancing and/or withdrawing the device against resistance). A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.